Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt procedure, the steerable cannula allegedly snapped of and it was held together only by the plastic housing. It was further reported that if the housing was not there, it could have broken off in the patient. There was no reported patient injury.

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt procedure, the steerable cannula allegedly snapped of, and it was held together only by the plastic housing. It was further reported that if the housing was not there, it could have broken off in the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was received for evaluation. Conducted functional test on returned sample, insert an in-house needle through the returned sample and was successful, no anomalies was observed. There was a retraction of the puncture needle during the operation, which may be because the 5fr tube was not withdrawn at the same time during the re-puncture, and the needle and 5fr tube were not properly assembled before the puncture, resulting cannula fracture. In conclusion, since no sample returned and limit information provided, the root cause cannot be confirmed. Plant will keep monitor on this defect mode. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.